Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose, fluctuating between approximately 60 and 100 mg/dl, after earlier daytime hyperglycemia following breakfast, while using the ilet system which they paused prior to showering; the event required self-treatment with oral carbohydrates including juice and glucose tablets, and included troubleshooting and education regarding avoiding overtreatment. Symptoms included heavy sweating and feeling unwell. Outcomes included no need for assistance, no professional medical intervention, and recovery to a blood glucose of about 110 mg/dl after dinner. Investigation included complaint intake review and user counseling on hypoglycemia recognition and treatment. Investigation of this case revealed no device alarm or malfunction reported and no component problem identified, with the course consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.